Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent a plif at th10-iliac (at l1/2, l2/3, l3/4 via olif). At the time conducting the olif procedures at l3/4 with the left side entry, a curved instrument was used to remove contralateral intervertebral disk. Then, it reached to posterior region without intending and removed tissues thought to be l3 nerve root. The surgical time was not extended due to the incident. The physician commented that the "patient's legs moved without problem postoperatively, so the removed tissues were seemed to not be nerve root but other unspecified ones." No health damage was reported with the patient and the patient's postoperative clinical course was reportedly well. It is reported that the facility is now conducting the pathological examination to identify the removed tissues.